Event description:
A user facility submitted a repair request to the olympus service center, for a hd endoeye laparo-thoraco videoscope exhibiting abnormality on the right side of the image and label on the video connector peeled off. Upon inspection and testing of the customer returned device, the scope exhibited image noise (temporarily no image). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, noise generated due to damage to the imaging unit, and images are temporarily unavailable, label on the video connector came off, and curved rubber adhesive missing. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it is likely that part of the image sensor unit cable has been disconnected due to bending or other load. Olympus will continue to monitor field performance for this device.